Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet was implanted in a patient. After a left atrial appendage closure, the device has dislodged and the patient was carried to the surgical room where the amplatzer amulet was recovered from the left atrium. The implanter believes that the cause of the migration is the bad positioning of the device. The patient is stable

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration or expulsion of device (migration) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. Reportedly, after a left atrial appendage closure, the device has dislodged and the patient was carried to the surgical room where the amplatzer amulet was recovered from the left atrium. The implanter believes that the cause of the migration is the bad positioning of the device. Based on the information received, the reported migration or expulsion of device (migration) appears to be related to procedural condition. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.